Event description:
Customer reportedly received the following results on the comfort system/compact plus system within 10 minutes: 16 mg/dl / 63 mg/dl; 123 mg/dl / 57 mg/dl; 152 mg/dl / 86 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the comfort system (lot number and expiration date unknown). (B)(6).